Event description:
A healthcare worker reported an eye splash of cidex activated solution. The employee complained of eye burning while rinsing with water. The employee was wearing her regular eye-glasses and gloves while handling the solution. The employee planned on seeing a physician and additional information has been requested.